Event description:
It was reported that medfusion pump had a primary audible alarm background test and acu watchdog failure. The event occurred not during use. There was no patient involvement and harm.

Manufacturer narrative:
B3 - date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.